Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary; (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead had increasing threshold and temporary loss of capture. The lead was removed and replaced. No further patient complications have been reported as a result of this event.